Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic type reactions") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and scar ("adhesions and scarring due to the device"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the hypersensitivity, menorrhagia and scar outcome was unknown. The reporter considered hypersensitivity, menorrhagia and scar to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malpositioned right essure device / the right essure was noted to be protruding through the fallopian tube under the peritoneum of the mesosalpinx") and hypersensitivity ("allergic type reactions") in a female patient who had essure (batch no. 581528) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, uterine fibroid, abdominal bloating, pelvic pain, deep dyspareunia, endometriosis externa, umbilical hernia, neoplasm and general anesthesia. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), medical device site scar ("adhesions and scarring due to the device") and ovarian adhesion ("fallopian tubes indicated some adhesive process with the ovaries"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, excision and removal of the bilateral essures). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, hypersensitivity, menorrhagia, medical device site scar and ovarian adhesion outcome was unknown. The reporter considered fallopian tube perforation, hypersensitivity, medical device site scar, menorrhagia and ovarian adhesion to be related to essure. The reporter commented: on (B)(6) 2016, patient had panoramic hysteroscopy, endometrial curettage, laparoscopy with bilateral salpingectomy, excision and removal of the bilateral essures, myomectomy x3, excision of the rectovaginal septum, endometriosis, and fulguration of surrounding pelvic peritoneal implant, umbilical hernia repair. The patient tolerated the procedure well and then transferred to the recovery room in a stable form. Diagnostic results: surgical pathological report on (B)(6) 2016, gross description: part (a): received in formalin labeled "endometrial' was a 2 x 1 x 0,2 cm aggregate of translucent mucoid material containing multiple flecks of tan-red soft tissue which are submitted in labeled (a 1) part (b): received in formalin labeled "umbilical hernia" was a 3 :2 x 2 1 x 1.5 cm irregular portion of lobular tan-yellow adipose tissue with lobular, glistening. Yellow cut surfaces a representative sample is submitted labeled (81) part {c}: received in formalin labeled "endometriosis. Rectovaginal" was a 1 7 x 1 2 x 0.5 cm irregular tan- white tissue which is serially sectioned and entirely submitted labeled (c1) part (d)" received in formalin labeled "fallopian tube bilateral" are two fimbriated fallopian tubes measuring 55 x 1 7 x 1 2 and 67 x 1.5 x 1.3 cm. The tubal serosa are pink tan the cut surfaces are tan -white with stellate lumina representative sections are respectively submitted labelled (01-02) part (e): received in formalin labeled "uterine fibroid" was a 2.4 x 2 x 1.5 cm aggregate of fragmented, whorled. Gray-white soft tissues the largest portion displays a blood filled cystic cavity the specimen is entirely submitted labeled (e1-e3) part (f) received in formalin labeled "essure coiis for inspection only" are two metallic cal was measuring 12.5 x 01 and 18.5 x 0.1 cm and appearing grossly consistent with essure co is. No sample was submitted. The specimen was for gross diagnosis only. Surgical findings on (B)(6) 2016, hysteroscopy indicated fluffy endometrium, neoplasm noted. Essure device were not identified or seen on hysteroscopic evaluation. Laparoscopy indicated right essure protruding through the fallopian tube under the peritoneum of the mesosalpinx. Rectovaginal septal endometriosis noted and surrounding tissue involvement noted. Multinodular fibroid identified. The umbilical hernia noted with the sac and entrapment of fatty tissue. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: fallopian tube perforation, ovarian adhesion (confirming medical device site scar). Most recent follow-up information incorporated above includes: on 12-feb-2018: follow up from m.r- reporter added, case became medically confirmed. Patient¿s demographic information, relevant history and lab data updated. Essure lot number 581528 was added. Events added: "malpositioned right essure device / the right essure was noted to be protruding through the fallopian tube under the peritoneum of the mesosalpinx" and "fallopian tubes indicated some adhesive process with the ovaries" incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malpositioned right essure device / the right essure was noted to be protruding through the fallopian tube under the peritoneum of the mesosalpinx"), hypersensitivity ("allergic type reactions") and menorrhagia ("excessive and abnormal bleeding during menstruation/ menorrhagia") in a (B)(6) year-old female patient who had essure (batch no. 581528) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1986 and (B)(6) 1990), gestational diabetes, caesarean section, graves' disease, joint disorder nos and hypothyroidism. Previously administered products included for an unreported indication: ortho novum from 2003 to 2007. Concurrent conditions included uterine bleeding, uterine fibroid, abdominal bloating, pelvic pain, deep dyspareunia, endometriosis externa, umbilical hernia, neoplasm, general anesthesia and obesity. Concomitant products included fexofenadine (allegra) from 2015 to 2018, fluticasone from 2015 to 2018, levothyroxine since 2010 and thiamazole (methimazole) since 2009. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), medical device site scar ("adhesions and scarring due to the device") and ovarian adhesion ("fallopian tubes indicated some adhesive process with the ovaries"). The patient was treated with paracetamol (tylenol), surgery (laparoscopy with bilateral salpingectomy, excision and removal of the bilateral essures), surgery (underwent a bilateral salpingectomy ¿ laparoscopic surgical removal of coil(s)) and surgery (endometrial curettage and dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, hypersensitivity, medical device site scar, ovarian adhesion, headache and weight increased outcome was unknown, the menorrhagia, vaginal haemorrhage and dyspareunia had resolved and the migraine and fatigue was resolving. The reporter considered dyspareunia, fallopian tube perforation, fatigue, headache, hypersensitivity, medical device site scar, menorrhagia, migraine, ovarian adhesion, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, patient had panoramic hysteroscopy, endometrial curettage, laparoscopy with bilateral salpingectomy, excision and removal of the bilateral essures, myomectomy x3, excision of the rectovaginal septum, endometriosis, and fulguration of surrounding pelvic peritoneal implant, umbilical hernia repair. The patient tolerated the procedure well and then transferred to the recovery room in a stable form. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion surgical pathological report on (B)(6) 2016, gross description: part (a): received in formalin labeled "endometrial' was a 2 x 1 x 0,2 cm aggregate of translucent mucoid material containing multiple flecks of tan-red soft tissue which are submitted in labeled (a 1) part (b): received in formalin labeled "umbilical hernia" was a 3 :2 x 2 1 x 1.5 cm irregular portion of lobular tan-yellow adipose tissue with lobular, glistening. Yellow cut surfaces a representative sample is submitted labeled (81) part {c}: received in formalin labeled "endometriosis. Rectovaginal" was a 1 7 x 1 2 x 0.5 cm irregular tan- white tissue which is serially sectioned and entirely submitted labeled (c1) part (d)" received in formalin labeled "fallopian tube bilateral" are two fimbriated fallopian tubes measuring 55 x 1 7 x 1 2 and 67 x 1.5 x 1.3 cm. The tubal serosa are pink tan the cut surfaces are tan -white with stellate lumina representative sections are respectively submitted labelled (01-02) part (e): received in formalin labeled "uterine fibroid" was a 2.4 x 2 x 1.5 cm aggregate of fragmented, whorled. Gray-white soft tissues the largest portion displays a blood filled cystic cavity the specimen is entirely submitted labeled (e1-e3) part (f) received in formalin labeled "essure coiis for inspection only" are two metallic cal was measuring 12.5 x 01 and 18.5 x 0.1 cm and appearing grossly consistent with essure co is. No sample was submitted. The specimen was for gross diagnosis only. Surgical findings on (B)(6) 2016, hysteroscopy indicated fluffy endometrium, neoplasm noted. Essure device were not identified or seen on hysteroscopic evaluation. Laparoscopy indicated right essure protruding through the fallopian tube under the peritoneum of the mesosalpinx. Rectovaginal septal endometriosis noted and surrounding tissue involvement noted. Multinodular fibroid identified. The umbilical hernia noted with the sac and entrapment of fatty tissue. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: fallopian tube perforation, ovarian adhesion (confirming medical device site scar). Most recent follow-up information incorporated above includes: on 13-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, lab tests, historical drug events abnormal bleeding (vaginal, menorrhagia), migraines / headaches,dyspareunia (painful sexual intercourse), pain,fatigue, weight gain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malpositioned right essure device / the right essure was noted to be protruding through the fallopian tube under the peritoneum of the mesosalpinx"), hypersensitivity ("allergic type reactions") and menorrhagia ("excessive and abnormal bleeding during menstruation/ menorrhagia") in a 46-year-old female patient who had essure (batch no. 581528) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1986 and (B)(6) 1990), gestational diabetes, multiple caesarean sections, graves' disease, joint disorder nos and hypothyroidism. Previously administered products included for an unreported indication: ortho novum from 2003 to 2007. Concurrent conditions included uterine bleeding, uterine fibroid, abdominal bloating, pelvic pain, deep dyspareunia, endometriosis externa, umbilical hernia, neoplasm, general anesthesia and obesity. Concomitant products included fexofenadine (allegra), fluticasone, levothyroxine since 2010 and thiamazole (methimazole) since 2009. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), medical device site scar ("adhesions and scarring due to the device") and ovarian adhesion ("fallopian tubes indicated some adhesive process with the ovaries"). The patient was treated with paracetamol (tylenol), surgery (laparoscopy with bilateral salpingectomy, excision and removal of the bilateral essures), surgery (bilateral salpingectomy ¿ laparoscopic surgical removal of coil(s)) and surgery (endometrial curettage and dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, hypersensitivity, medical device site scar, ovarian adhesion, headache and weight increased outcome was unknown, the menorrhagia, vaginal haemorrhage and dyspareunia had resolved and the migraine and fatigue was resolving. The reporter considered dyspareunia, fallopian tube perforation, fatigue, headache, hypersensitivity, medical device site scar, menorrhagia, migraine, ovarian adhesion, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, patient had panoramic hysteroscopy, endometrial curettage, laparoscopy with bilateral salpingectomy, excision and removal of the bilateral essures, myomectomy x3, excision of the rectovaginal septum, endometriosis, and fulguration of surrounding pelvic peritoneal implant, umbilical hernia repair. The patient tolerated the procedure well and then transferred to the recovery room in a stable form. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion surgical pathological report on (B)(6) 2016, gross description: part (a): received in formalin labeled "endometrial' was a 2 x 1 x 0,2 cm aggregate of translucent mucoid material containing multiple flecks of tan-red soft tissue which are submitted in labeled (a 1) part (b): received in formalin labeled "umbilical hernia" was a 3 :2 x 2 1 x 1.5 cm irregular portion of lobular tan-yellow adipose tissue with lobular, glistening. Yellow cut surfaces a representative sample is submitted labeled (81) part {c}: received in formalin labeled "endometriosis. Rectovaginal" was a 1 7 x 1 2 x 0.5 cm irregular tan- white tissue which is serially sectioned and entirely submitted labeled (c1) part (d)" received in formalin labeled "fallopian tube bilateral" are two fimbriated fallopian tubes measuring 55 x 1 7 x 1 2 and 67 x 1.5 x 1.3 cm. The tubal serosa are pink tan the cut surfaces are tan -white with stellate lumina representative sections are respectively submitted labelled (01-02) part (e): received in formalin labeled "uterine fibroid" was a 2.4 x 2 x 1.5 cm aggregate of fragmented, whorled. Gray-white soft tissues the largest portion displays a blood filled cystic cavity the specimen is entirely submitted labeled (e1-e3) part (f) received in formalin labeled "essure coiis for inspection only" are two metallic cal was measuring 12.5 x 01 and 18.5 x 0.1 cm and appearing grossly consistent with essure co is. No sample was submitted. The specimen was for gross diagnosis only. Surgical findings on (B)(6) 2016, hysteroscopy indicated fluffy endometrium, neoplasm noted. Essure device were not identified or seen on hysteroscopic evaluation. Laparoscopy indicated right essure protruding through the fallopian tube under the peritoneum of the mesosalpinx. Rectovaginal septal endometriosis noted and surrounding tissue involvement noted. Multinodular fibroid identified. The umbilical hernia noted with the sac and entrapment of fatty tissue. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: fallopian tube perforation, ovarian adhesion (confirming medical device site scar). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.